Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585 software 9735585 stealthstation cranial, UDI: asku; review of the software logs found an important failure that occurred during the navigate task. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in an electrode and probe placement procedure. It was reported that the site used a cera tom for registration exam then placed leads and performed a confirmation spin on cera tom. The confirmation spin was missing a slice. Site re-pushed the same spin but it was still missing the same slice. The site was able to use what they had to continue the case and did not have to re-acquire scan. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.